Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the right ventricular lead integrity alert, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant product: 407645 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing noise. The lead&#38112;sensitivity parameter and detection criteria were reprogrammed. Later, the patient was admitted to the emergency room after receiving three shocks. It was determined that the shocks resulted from oversensing, and were therefore inappropriate. Lead replacement was scheduled. For the intervening period, the lead's detections were programmed off, but pacing functionality remained in use. Then, at the time of lead replacement, it was further reported that the lead exhibited high impedance and a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Beginning (B)(6) 2015, there were 11948 ventricular sensing integrity counts (sic), non-sustained ventricular tachycardia (nsvt) episodes, high rate-non-sustained episodes, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. The vf detected episodes resulted in inappropriate shocks. An rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-non-sustained episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Event description:
It was further reported that the patient entered into third-degree atrioventricular block during lead extraction.